Manufacturer narrative:
Date sent to the FDA: 1/6/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal vault suspension, anterior colporrhaphy and enterocele repair due to vaginal vault prolapse and anterior vaginal prolapse. It was reported that patient underwent perineal reconstruction, excision of exposed mesh and revision of vaginal cuff due to sui, pop and mesh exposure for prior anterior mesh on (B)(6) 2010. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.